Event description:
One pt sample with discrepant creatinine results. Initial results gave 136 umol/l; repeated twice giving 73 and 70 umol/l. No adverse events reported in association with the incorrect results. The investigational unit did not verify the customer complaint. No root cause was identified, as add'l info was unavailable for further investigation.